Event description:
It was reported that the patient is having trouble deactivating his artificial urinary sphincter (aus) device at night. He feels that the device is activating on him over night. The surgeon saw the patient and the system seems to be functioning fine.